Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: inratio: 2.5, reference: 4.5, mean: 3.50, confidence limits: 2.0-5.0. Inratio:2.1, ref: 5.1, mean: 3.60, confidence limits: 2.0-5.0. Analysis of customer's data revealed that one out of two inratio and reference test result comparisons did not meet accuracy criteria. No product is expected to be returned. Retained strip testing from a previous case revealed that accuracy criteria was met. Per general description of complaint, patient started taking antibiotics shortly before receiving discrepant readings. Patient's current medication may have led to the unexpected inr results. No further investigation required. As reviewed on 11/07/2010, twenty discrepant result complaints were reported for lot #234527 yielding a complaint rate of 0.033%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established. See scanned table. The allowable difference between the inratio inr's and sysmex inr's was calculated. At least two out of three replicates for both samples of strip lot 234527 are within the allowable bias. No discrepant results were produced on in-house meters. These meet the above criteria. No further investigation will be pursued.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 2.5, lab: 4.5. (B)(6) 2010, 2.1, 5.1. Patient's therapeutic range: 2.0-3.0 inr.